Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while sterile packaging was being opened the surgeon alleged that a foreign substance was adhered on the porous surface of stem. This surgery was finished with backup product. No known adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of provided photographs. Visual inspection was performed and the foreign material that was attached to the porous surface area could not be found as it was not delivered with product. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.